Event description:
It was reported that the zimmer air dermatome ii would not turn off. Additional clinical f/u with the customer indicated that the device would not turn off prior to surgery and there was no injury to the pt or user. An alternate device was pulled for use during the procedure and surgical time was extended by 10 mins.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.